Event description:
Mayfield skull clamp was applied (model a1059). After positioning prone, the mayfield slipped, causing a 5 cm laceration. Disposable skull pins were used, and 60lbs of pressure had been applied. The device was set-up by a neurosurgeon with several years experience. The clinical team did not believe the location of the surgical site was a contributing factor to the device slipping. They also did not note any anatomical characteristics of the patient that would have contributed.

Event description:
Mayfield skull clamp was applied (model a1059). After positioning prone, the mayfield slipped, causing a 5 cm laceration. Disposable skull pins were used, and 60lbs of pressure had been applied. The device was set-up by a neurosurgeon with several years experience. The clinical team did not believe the location of the surgical site was a contributing factor to the device slipping. They also did not note any anatomical characteristics of the patient that would have contributed.